Event description:
It was reported through the research article ¿beyond the first scan: outflow graft stenosis in the heartmate 3¿ that the heartmate 3 (hm3) left ventricular assist device (lvad) may be associated with outflow graft stenosis and cardiogenic shock. This case study evaluated a 46-year-old male. The patient presented with low flow alarms and cardiogenic shock. Echocardiography did not suggest abnormal outflow graft velocities. An attempted computed tomography angiography (cta) was complicated by hypoxic arrest. The patient was resuscitated, and a balloon pump was placed. Invasive outflow graft interrogation revealed a 40-mmhg pressure gradient between the aorta and mid-graft but no clear stenosis. Repeat cta showed mild stenosis of the distal conduit with a 90% reduction in diameter but was limited by artifact and photopenia. Due to worsening shock, the patient was put on extracorporeal membrane oxygenation (ECMO). The patient underwent stenting of the outflow graft, which reduced the gradient from 100 to 0 mmhg.

Manufacturer narrative:
Sections a and d: specific patient information and device serial number are documented as unknown; details are listed in the attached article. Device was implanted at time of event. Section b3: date of event has been estimated and entered as the date of publication 30mar2025 since the date of data collection was not provided. Author information: emory university school of medicine, atlanta, ga, USA rantanen p, chuckaree I, nader mo, givens rc. Beyond the first scan: outflow graft stenosis in the heartmate 3. J am coll cardiol. 2025;85(12):4020. Https://dialog.proquest.com/professional/docview/3177942269?accountid=152602. Doi: http://dx.doi.org/10.1016/s0735-1097(25)04504-8. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Manufacturer narrative:
Section h6 correction: medical device problem code 2993 - adverse event without identified device or use problem added. Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist system (lvas) and the reported events could not be conclusively established through this evaluation. Furthermore, the reported outflow graft stenosis was confirmed via the image attached in the submitted research article. A specific cause for this finding could not be conclusively determined. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no further information was provided. No product was evaluated under this complaint. The heartmate 3 device serial numbers, as well as other specific case/patient information, are not available. A review of the relevant sections of the device history records could not be performed as the serial number of the device was not communicated/identified. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 lvas. This section also provides an explanation of pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 of the IFU, ¿system monitor¿, provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. This section under "attaching the sealed outflow graft to the pump" instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, "alarms and troubleshooting" outline system controller alarms, as well as how to respond to each alarm condition. These documents instruct the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.